Manufacturer narrative:
A follow up with the customer revealed that the event was related to operator error and that there was no product malfunction. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 13, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. (B)(4).

Event description:
A customer reported experiencing poor vacuum during a procedure. The issue was resolved during troubleshooting over the phone with a company representative. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).